Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Abbott was informed of a false nonreactive alinity I hbsag results generated on a donor specimen from 2018. The informant (french kol) stated the specimen generated a negative abbott hbsag result in 2018 but generated a positive nat result in 2018 also. The blood unit was never released for transfusion. The french kol further stated that the specimen has generated positive results via alternative serology eia and with other luminescence assays this year, however, did not provide the exact dates these tests were performed. No impact to patient management was reported. Abbott continues to attempt to obtain additional information, including inquiring about which hospital generated the 2018 negative abbott hbsag results; however, no further information has been provided. No impact to patient management was reported.

Event description:
Abbott was informed of a false nonreactive alinity I hbsag results generated on a donor specimen from 2018. The informant (french kol) stated the specimen generated a negative abbott hbsag result in 2018 but generated a positive nat result in 2018 also. The blood unit was never released for transfusion. The french kol further stated that the specimen has generated positive results via alternative serology eia and with other luminescence assays this year, however, did not provide the exact dates these tests were performed. No impact to patient management was reported. Abbott continues to attempt to obtain additional information, including inquiring about which hospital generated the 2018 negative abbott hbsag results; however no further information has been provided. No impact to patient management was reported.

Manufacturer narrative:
Obtained further information on 21feb2025: updated section d4: suspected medical device catalog number: the size code changed to -22 from -52 for list number 8p08, alinity I hbsag reagent. The complaint investigation for false nonreactive alinity I hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling and device history records of alinity I hbsag assay, lot unknown. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for alinity I hbsag assay. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag assay, lot unknown.